Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an advance 18 lp low profile balloon catheter ruptured. The device was inserted in the left anterior tibial artery via pedal access using a 6fr slender sheath for post-dilation of a cook zilver 635 stent within the proximal superficial femoral artery. The balloon ruptured following a second inflation for less than a minute to nominal pressure using an inflation device. No blood was noted in the inflation device following the rupture. The device was removed from the patient, and a new balloon was used to continue to procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. The device will not be returned to cook for investigation. Summary of event: as reported, an advance 18 lp low profile balloon catheter ruptured. The device was inserted in the left anterior tibial artery via pedal access using a 6fr slender sheath for post-dilation of a cook zilver 635 stent within the proximal superficial femoral artery. The balloon ruptured following a second inflation for less than a minute to nominal pressure using an inflation device. No blood was noted in the inflation device following the rupture. The device was removed from the patient, and a new balloon was used to continue to procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), specifications, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to manufacturing or design contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.